Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found a partial lead with the connector pin measuring 6.0 cm was returned for analysis. External insulation abrasion was noted at 5.2-5.8 cm from the connector pin consistent with lead friction to the device can.

Event description:
This report is to advise of an event observed during analysis.